Manufacturer narrative:
(B)(4). Pump received with a blank display due to cold solder joint on pin j2/battery tube. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank display. Pump received with cracked select button keypad overlay, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a crack at top of battery down to the belt clip area and turns to the side of the front. No harm requiring medical intervention was reported. The device will be returned for analysis.